Event description:
It was reported that during a pre-use check, the customer noticed the led was flickering. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4) .